Event description:
Pt's one touch profile meter would keep displaying the insert strip message after the test strip had been inserted. This issue was not resolved with troubleshooting. Pt went to the dr's office to have blood glucose level checked. Unknown what the result was. Pt did recieve new medication and had a blood test done. No further clinical info was provided.